Event description:
A report was received that the patient was admitted to the hospital due to a spinal infection. The physician believes that the infection was procedure related. The symptoms were oozing, redness and pain. The patient was given IV antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: linear trial lead with pre-loaded 0.014 stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.